Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 305u223, valve, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt their implantable pulse generator (ipg) had "moved/shifted" following a recent fall and noticed a difference in feeling in their left underarm area. The ipg remains in use. No patient complications have been reported as a result of this event.